Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp support ongoing when the pump alarmed for "in aorta". The pump's p level then dropped and so the team observed in echocardiogram imaging the pump was malpositioned. The team found the touhy loose and removed the pump. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related.